Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient suffered a fall and is now experiencing more pain in the right hip. Interrogation and impedance check was performed. Contact #10 was out. Rep created a new program to cover more of the hips. Issue was resolved.